Event description:
Customer reports nicu uses 2950-1 cloth adhesive tape for stabilization / securement of endotracheal tubes. Alleges 17 patients had accidental extubations in the last month. No individual patient information or product lot number available.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed. Customer states they will provide details on individual patients but has not yet done so. If received, a follow-up report will be issued to FDA.